Event description:
It was reported that a cerebrospinal fluid (csf) leak occurred (B)(6) 2015 and the patient had to have a surgery (B)(6) 2015 (blood patch and incision oversew). The patient noted it was ¿very difficult to do the blood patch because of scar tissue from previous surgeries and arthritis (diagnosed in 2006). The patient noted she still had stitches from the procedure. The patient reported her back was so swollen, has ¿sent them pictures.¿ the swelling ¿got worse and then it popped and a lot of spinal fluid all over.¿ the patient experienced h/a (headache) and n/v (nausea/vomiting). The healthcare professional (hcp) stated that the active csf fluid leak was from the previous back incision site after the catheter was moved from the lumbar to thoracic spine ((B)(4)). The leak was likely due to a dural defect, not a catheter issue. The patient continued to have tenderness at the back but there was no active csf leak after (B)(6) 2015. The pump was used to infuse fentanyl. No outcome was reported for this event. Follow up was being conducted to obtain additional information that had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was removed in 2015 (shortly after the catheter was implanted on (B)(6) 2015) due to a spinal fluid leak and the patient had a complication. The patient was unable to remember the date of when the pump was removed.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-apr-10. The patient's weight was reported. There were no further complications reported/anticipated.